Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the indication for use was low co. While in the intensive care unit, the intra-aortic balloon (iab) was prepped per instruction and the iab was inserted into the right femoral artery. As the md was advancing the iab through the sheath, the md noticed "blood leaking out approximately 1 cm proximal of the iab membrane" and at that time he decided to remove the iab and replace it with a new iab. Reference MDR #1219856-2009-00314 for the second report involving the same pt.